Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient was revised to address loosening of the cup due to lack of bony ingrowth. Osteolysis was also reported. Doi: (B)(6) 2011 - dor: (B)(6) 2012. Update rec'd 3/29/2013 - ppd and medical. Records received. This complaint is now legal. This complaint is for the left hip. The sticker sheet was given for the primary operation and it was discovered that 4 screws were implanted with the cup. They are now being added to the complaint for loosening. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/30/14.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The provided medical records were reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.